Manufacturer narrative:
During the visual inspection, the secondary motor cam follower was found to be out of bottom dead center (bdc) position, as well as evidence of fractures on the housings, display cover and fan cover. Review of the driver's alarm history revealed one new alarm fault code, a 2d. This is likely the alarm reported by the customer and was produced as a result of the driver running with the secondary motor out of the bdc position. The 2d alarm code is for the secondary motor voltage being too high due to secondary motor operation. The secondary motor cam follower may have been initially moved out of bdc position by a possible drop, near drop (sudden "jolting" of the driver during the reported choking and coughing episode), or other possible rough handling. When the secondary motor cam follower is out of bdc position, it is in the pathway of a moving scotch yoke, which causes the secondary motor cam follower to engage and move the secondary motor. The driver sensed the rotation and switched to the secondary motor operation, per design. When operating on secondary motor operation, the driver will sound a fault alarm. The customer-reported alarm was likely caused by the driver operating on the secondary motor. Despite the observed secondary motor cam follower being out of bdc position, testing conducted on the mock circuit confirmed that the driver functioned as intended on both the primary and secondary motor circuits. Additionally, valsalva maneuver tests were performed at both normotensive and hypervolemia conditions in an attempt to reproduce the customer-reported irreversible alarm after a single cough. During this test the driver alarmed per design when cardiac output was at or below 3.5 lpm, and recovered from the alarm when cardiac output was over 3.5 lpm. An irreversible alarm will only record in the driver's eeprom after 4 minutes 15 seconds of the unresolved condition. Secondary motor engagement was not able to be reproduced during this test. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the reported issue was observed while the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported the patient had an episode of choking on food and was coughing a lot. The customer also reported that the patient was switched to a back up freedom driver. There was no reported adverse patient impact.